Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the definitive cause of slda could not be determined. The mitral regurgitation was due to slda. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. On (B)(6) 2019, a routine control echocardiogram was performed which showed a possible single leaflet device attachment (slda) but could not be confirmed. There was no reported increase in mr. On (B)(6) 2019, an additional echocardiogram was performed which confirmed that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda) with mr increase of 4. There is no treatment scheduled as of this moment. No additional information was provided.